Event description:
Reporter calling, stating he has had problems with "at least eight" freestyle libre 2 sensors over this past year, as well as problems with his libre 2 reader. Reporter states that on (B)(6) 2023, his device displayed a blood sugar reading of "40" and he immediately headed to the emergency room for treatment. Reporter states that his wife suggested he perform a finger stick prior to going to the hospital, so they turned the car around and went back home to do a finger stick; once at home the manual finger stick yielded a blood glucose reading of "229". Reporter states he is frustrated because numerous sensors have been "defective", and these have caused him to have high and low blood sugar events. Reporter states "approximately 4-6 weeks ago" he was hospitalized and in a "coma" due to hypoglycemia. Reporter states that during hospitalization, they performed an EKG (electrocardiogram) and "everything came back normal." Reporter states the sensors are 14-day sensors, but will fail early or not initialize at all when performing sensor placement. Reporter also states communication problems between the reader and the sensors in incorrect blood sugar readings. Reference reports: mw5146025, mw5146027, mw5146028, mw5146029, mw5146030, mw5146031, mw5146032, mw5146033.